Event description:
User facility medwatch report received that states: "the footplate didn't completely close, we did a maneuver where you open and close it and it closed the second time. The second device foot process got stuck and was not coming down. We were pushing hard on it and holding pressure on the arteriotomy and could tell the artery was getting lacerated so converted to a cut down to remove the device. Once the device was removed and the artery repaired we proceeded to implant the tavr(transcatheter aortic valve replacement). Ref report: mw5150574." Additional information received: it was reported that suture placement in the calcified right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot of the first device didn't completely closed and the first device became stuck in the vessel. The foot was eventually closed and the device was removed manually. The foot of the second device didn't close and the second device also became stuck in the vessel. Perforation was noted so a surgical cutdown was performed to remove the second device and repair the vessel. The sheath was upsized to a 14f and the tavr procedure was completed. Hemostasis was achieved via surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of perforation is listed in the electronic perclose prostyle instructions for use as a possible adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number. Attachment: user medwatch report #mw5150573.